Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a right salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced urinary tract infection ("uti") and cystitis ("bladder infection"). In february 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a right salpingectomy due to complications from the essure device) and surgery (rt salpingectomy). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, urinary tract infection, cystitis, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy-feb-2012 00:00. Baby date of birth: 31mar2015. Complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: stillbirth, etopic pregnancy. The plaintiff experienced three more pregnancy episode with essure in 2014, 2015 and 2016 were captured under cases 2018-144116, 2018-144117 and 2018-144118 respectively. Diagnostic results: transvaginal ultarsound scan revealed no identified intra-or extra uterine gestation. Again, ectopic pregnancy cannot be excluded on the basis of this exam and close clinical follow-up is recommended.2. Enlarging heterogeneous appearing structure adjacent to the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced urinary tract infection ("uti") and cystitis ("bladder infection"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a right salpingectomy due to complications from the essure device) and surgery (rt salpingectomy). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, urinary tract infection, cystitis, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy-(B)(6) 2012 00:00. Baby date of birth: (B)(6) 2015. Complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: stillbirth, etopic pregnancy. The plaintiff experienced three more pregnancy episode with essure in 2014, 2015 and 2016 were captured under cases (B)(4) respectively. Diagnostic results: transvaginal ultarsound scan revealed no identified intra-or extra uterine gestation. Again, ectopic pregnancy cannot be excluded on the basis of this exam and close clinical follow-up is recommended.2. Enlarging heterogeneous appearing structure adjacent to the right ovary. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Events per pfs: depression and mental anguish. ¿pregnancy (stillbirth or miscarriage) refers to the second pregnancy episode occurred in 2014. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown / right side location') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 25-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included lower abdominal pain. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti") and cystitis ("bladder infection"), 1 month 5 days after insertion of essure. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (rt salpingectomy and underwent a right salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, vaginal haemorrhage, urinary tract infection, cystitis, depression, anxiety and post procedural complication outcome was unknown and the ectopic pregnancy with contraceptive device and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, cystitis, depression, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy (B)(6) 2012 00:00. Baby date of birth: (B)(6) 2015. Complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: stillbirth, etopic pregnancy. The plaintiff experienced three more pregnancy episode with essure in 2014, 2015 and 2016 were captured under cases (B)(4) respectively. Patient received treatment for pelvic pain, genital bleeding, migration. Diagnostic results: transvaginal ultarsound scan revealed no identified intra-or extra uterine gestation. Again, ectopic pregnancy cannot be excluded on the basis of this exam and close clinical follow-up is recommended.2. Enlarging heterogeneous appearing structure adjacent to the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event post removal complications was added. Event of genital haemorrhage downgraded to non-serious. Outcome and rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no: 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In march 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2012, the patient had essure inserted. On (B)(6) 2014, 1 year 8 months after insertion of essure, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti") and cystitis ("bladder infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a right salpingectomy due to complications from the essure device), surgery (rt salpingectomy) and surgery (rt salpingectomy). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, vaginal haemorrhage, urinary tract infection and cystitis outcome was unknown. The reporter considered abortion of ectopic pregnancy, cystitis, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy-feb-2012 00:00. Diagnostic results: transvaginal ultarsound scan revealed no identified intra-or extra uterine gestation. Again, ectopic pregnancy cannot be excluded on the basis of this exam and close clinical follow-up is recommended. 2. Enlarging heterogeneous appearing structure adjacent to the right ovary. Most recent follow-up information incorporated above includes: on 18-apr-2018: pfs received. Reporter added. Lot number added. New events added-abnormal bleeding (vaginal, menorrhagia) and pregnancy (stillbirth or miscarriage). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.